Event description:
A #4 embolectomy catheter was used for a left femoral popliteal bypass procedure. As the surgeon withdrew the catheter from a leg vessel, the tip with the balloon was missing. Several attempts were made to retrieve the balloon tip by using a #3 and another #4 embolectomy catheter but the tip was not found.